Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Narrative/corrected data. Results: the smart coil pusher assembly was kinked approximately 133.0, 136.0, and 147.0 cm from its proximal end. The embolization coil was intact with the pusher assembly, the pull wire was protruding distally from the distal detachment tip(ddt), and the embolization coil had several offset coil winds on its proximal end. Conclusions: evaluation of the returned smart coil revealed multiple offset coils winds on the proximal end of the embolization coil. Resistance may be experienced and this type of damage may occur if the smart coil is forcefully advanced into the hub of the microcatheter while the introducer sheath is not properly aligned in the microcatheter hub. Further evaluation revealed kinks on the pusher assembly and the pull wire protruding distally from the ddt. This protruding pull wire was likely due to forcefully advancing the embolization coil against resistance upon the second attempt to introduce the coil into the microcatheter. The offset coil winds likely contributed to the resistance experienced during the physician¿s second attempt to advance the smart coil and during functional analysis. The pusher assembly kinks were likely incidental and may have occurring during packaging for return to penumbra facilities. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Results: the smart coil pusher assembly was kinked approximately 133.0, 136.0, and 147.0 cm from its proximal end. The embolization coil was intact with the pusher assembly, the pull wire was protruding distally from the distal detachment tip(ddt), and the embolization coil had several offset coil winds on its proximal end. Conclusions: evaluation of the returned smart coil revealed multiple offset coils winds on the proximal end of the embolization coil. Resistance may be experienced and this type of damage may occur if the smart coil is forcefully advanced into the hub of the microcatheter while the introducer sheath is not properly aligned in the microcatheter hub. Further evaluation revealed kinks on the pusher assembly and the pull wire protruding distally from the ddt. This protruding pull wire was likely due to forcefully advancing the embolization coil against resistance upon the second attempt to introduce the coil into the microcatheter. The offset coil winds likely contributed to the resistance experienced during the physician¿s second attempt to advance the smart coil and during functional analysis. The pusher assembly kinks were likely incidental and may have occurring during packaging for return to penumbra facilities. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cingulate cortex (acc) for an arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two coils and a smart coil using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil through the hub of the microcatheter; therefore the smart coil was removed. The physician re-attempted to advance the smart coil; however the same resistance was felt and the smart coil was removed. The procedure was then completed using a new smart coil. There was no report of an adverse effect to the patient.